Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon inserted the pfna blade and the surgeon realized the guide wire was migrated medially, into the low abdomen. Surgeon pulled back the blade in order to remove the guide wire however the guide wire broke and a part remained in the patient. A general surgeon was called in to remove the wire through another approach. The wire was removed and no damage was done to the patient.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The measurable dimensions of the guide wire were checked and found to be in compliance with the technical drawings and specifications. Examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The upper part of the guide wire is chamfered and runs in a cone end at the end where it was separated. This is an indication that the guide wire was cut by the reamer. It is possible the wire was either bent after the insertion or that too high lateral stress, possibly by high soft tissue pressure, was applied during reaming.